Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. In addition, the device was displaying a patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 ¿ section b5, describe event or problem, of the initial medwatch report stated: it was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set, and its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event. Section b5, describe event or problem, of the initial medwatch report should have stated: it was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. In addition, the device was displaying a "patient circuit disconnect" alarm. There were no reports of patient involvement associated with the reported event. Section h6, medical device problem code, of the initial medwatch report stated: 3005 (output) section h6, medical device problem code, of the initial medwatch report should have stated: 3005 (output) and 2900 (connection problem) new information for supplemental medwatch report 001 ¿ h6: the device was evaluated by ventec where the reported issues of lower peep (positive end expiratory pressure) than set, low exhaled tidal volume (vte) levels and displaying a patient circuit disconnect alarm were confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Manufacturer narrative:
Ventec will perform an evaluation on the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set, and its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.